Event description:
It was reported that during a gastric bypass procedure, the trocar had leak gas. The procedure was finished without problems with this leak. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.